Event description:
It was reported when a patient presented in an operation room for a device change out due to end of life (eol), loss of capture and high lead impedance was observed on the atrial lead. A new pacemaker was connected and programming change was made on the device. The patient was stable before, during and after procedure.